Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline fault alarms was able to be confirmed. The heartmate ii system controller was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 5 days ((B)(6) 2014, (B)(6) 2015, (B)(6) 2001, (B)(6) 2020, (B)(6) 2023 per timestamp). Events captured on (B)(6) 2001 took place when the clock was not set; therefore, the exact date and times of the events were unable to be accurately recorded. The driveline was connected on (B)(6) 2023 at 14:18:22. Driveline fault alarms were active on (B)(6) 2023 from 15:55:14 ¿ 21:30:44. The alarms did not clear in the log file. There were no other notable alarms active in the logfile. Pump operation was not affected. An additional log file was submitted for review following the controller exchange. The log file showed no notable alarms. Multiple good faith effort attempts were made requesting the serial number of the system controller and if the exchanged controller will be returning; however, no response was received. Similar events have been identified related to driveline fault alarms associated with the sensitivity of the driveline fault algorithm; this issue has been addressed via a corrective action. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records for the system controller were unable to be reviewed due to the serial number being unknown. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files displayed driveline faults on (B)(6) 2023. Log file from new controller was submitted that showed the driveline data was normal.